Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-may-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the incubator would not turn by hand with the power off. The fse took apart and cleaned the incubator then lubricated the bearings. The fse tested the analyzer and the customer ran samples. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4277 incubator positioning overrun was the incubator needed to be cleaned.

Event description:
On (B)(6) 2015, the customer reported error 4277 incubator positioning overrun on the aia-900 analyzer. The customer rebooted the analyzer but the error persisted. The customer is unable to run fsh, prog, and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, prog, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.